Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no unexpected powering off or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was not return after insulin pump restart. Customer stated they were hospitalized for 3 days due to stomach and intestine surgery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.